Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the endoscope for failure analysis. The endoscope was placed through friction test using a screening aide to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing and confirmed as binding. The camera instrument adapter was removed from endoscope housing and evaluated and found with attached endoscope adapter (aea) bearing contributing to friction.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the 30-degree endoscope was not rotating normally when selecting up or down, causing the image to be upside down. The customer received phone assistance from the technical support engineer (tse). The tse suggested that they remove the endoscope from the universal surgical manipulator (usm) and rotate the endoscope base to check the motion. The customer described the motion as stiff. The tse then advised to replace the endoscope with another, but the problem persisted. The tse then recommended to remove it again and press the instrument clutch to release the guided tool change function. The customer followed the advice and the issue resolved. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: the endoscope was able to move freely with uncontrolled motion and no strange response was observed. The surgeon confirmed the desired orientation when the endoscope was installed. The issue was resolved by using a spare 30-degree endoscope.